Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "recall letter received, knot under armpit, low grade temp, implant feels hard that comes and goes, capsular contracture, and rupture"

Event description:
Patient reported right side "recall letter received" ,"knot under armpit", "implant feels hard that comes and goes". Patient additionally reported capsular contracture and rupture. Patient additionally reported "low grade temp", unrelated to the device. Device remains implanted.

Event description:
Patient reported right side "recall letter received" ,"knot under armpit", "implant feels hard that comes and goes". Patient additionally reported capsular contracture and rupture. Patient additionally reported "low grade temp", unrelated to the device. Device remains implanted.

Event description:
Patient later reported "swollen lymph nodes, contractures, ultrasound results show a snowstorm like appearance indicative of free silicone within the tissue that confirms that silicone has crossed over the capsule that is surrounding the implant".

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient later reported "swollen lymph nodes, contractures, ultrasound results show a snowstorm like appearance indicative of free silicone within the tissue that confirms that silicone has crossed over the capsule that is surrounding the implant". Device remains implanted.

Event description:
Device has been explanted.

Event description:
Patient reported right side "recall letter received" ,"knot under armpit", "implant feels hard that comes and goes". Patient additionally reported capsular contracture and rupture. Patient additionally reported "low grade temp", unrelated to the device. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed 1 opening assessed as fold flow opening. ¿ capsular contracture: unable to observe as it is not related to the device. ¿ lymphadenopathy: unable to observe as it is not related to the device. ¿ visibility/ palpability: unable to observe as it is not related to the device. ¿ anxiety ¿ product/procedure: unable to observe as it is not related to the device. ¿ lump/nodule: unable to observe as it is not related to the device. ¿ fever ¿ ndr: unable to observe as it is not related to the device. ¿ pain: unable to observe as it is not related to the device. No other observations observed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: b5, d9, h3, h6.